Event description:
Customer reported: during use on a patient at hospital, a doctor confirmed the air leakage occurred. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed no additional harm to the patient.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.